Event description:
It is alleged that the customer was driving the powerchair across a raised door track and became unbalanced, causing him to fall resulting in injury. The customer required hospitalization due to a left leg fracture and psychological pain.

Manufacturer narrative:
Method: the device was not returned to the manufacturer. Conclusions: should the device become available for review, a follow up report will be submitted upon completion of investigation.

Event description:
Whilst he was driving the wheelchair across a raised door track it allegedly became unbalanced causing him to be thrown from it resulting in injury.

Manufacturer narrative:
Device was not evaluated. The nature of this complaint could not be verified. Device will not be returned to manufacturer for evaluation. Device not returned for evaluation